Manufacturer narrative:
At greater than 300 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch uni-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch uni-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17595401l has been reviewed and it was verified concomitant products: non-biosense webster, inc.- cook medical transseptal needle. Non-biosense webster, inc.- st. Jude medical agilis sheath 8.5f. (B)(4).

Event description:
It was reported that a male patient, in his 50s, underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch uni-directional sf catheter and suffered a cardiac tamponade (requiring a pericardiocentesis and surgical intervention) and ventricular fibrillation (requiring a defibrillation). During the ablation phase, the patient became hypotensive and a tamponade was confirmed via an intracardiac echocardiogram. Patient went into ventricular fibrillation. Cardioversion returned the patient to a normal rhythm. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was aborted. Patient was transferred to the operating room for surgical repair of the left atrial tear. Patient was reported to be in stable condition and recovering. Patient required extended hospitalization as a result of the adverse event. There were no factors cited that may have contributed to the adverse event. It was initially noted that the injury may have occurred during ablation with the ablation catheter. The physician¿s opinion regarding the cause of the adverse event is that it was related to the st. Jude medical agilis 8.5 french sheath. Transseptal puncture was performed with a cook medical transseptal needle. Sheath in use was a st. Jude medical agilis 8.5f. Generator settings at the time of injury included power at 30 watts (not titrated), temperature at 24 degrees celsius, and impedance at 130 ohms. Overall ablation time and last ablation cycle time at the site of injury was approximately 90 seconds. Irrigated catheter flow was set at 15ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained...

Manufacturer narrative:
This supplemental is to correct the device history record (DHR) that was previously submitted of "the device history record (DHR) for the lot number 17595401l has been reviewed and it was verified". It should have reflected as, "the device history record (DHR) for the lot number 17595401l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures." Manufacturer's ref. No: (B)(4).